Manufacturer narrative:
Concomitant medical product: addr01 ipg, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high bipolar thresholds, no capture at max unipolar output and undefined bipolar and unipolar impedance qualified as high. It was noted that the patient experienced fatigue and bradycardia. The rv lead was reprogrammed and capture was regained. The rv lead was subsequently capped and replaced. No further patient complications have been reported as a result of this event.